Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.0 mmol/l, 3.8 mmol/l, and 1.1 mmol/l. Customer took humalog based on result of 3.8 mmol/l. No adverse event reported. Requested return of suspect device.